Event description:
A surgeon was revising a hip and the stem insitu was an omnifit eon. We advised the use of a stryker c-taper replacement head which we had ordered for the case. The surgeon decided to instead put a global orthopaedics bioball head on the omnifit stem because the global rep told him to, which we did not advise.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unk hip device. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.